Event description:
Caller states the patient tested 7.2 inr on the caoguchek s system and 1.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.